Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the device, including an urgent low with a recorded nadir of 39 mg/dl and multiple lows over the prior night, with device alerts for low and urgent low; the event was treated with oral carbohydrates including glucose tablets, cookies, and milk, and a subsequent fingerstick showed recovery to 96 mg/dl. Symptoms included sweating and difficulty thinking or speaking. Outcomes included no need for external assistance and no professional medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education, with guidance to monitor glucose and to consult the healthcare provider and trainer regarding insulin therapy and device optimization. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device malfunction identified and no evidence of component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.